Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The iol product history records were reviewed and documentation indicates the product met release criteria. Monarch product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that on the first postoperative day following an intraocular lens (iol) implant procedure, the lens was found to have shifted and the patient experienced decreased visual acuity. Six days later, a secondary procedure was scheduled to reposition the lens, once the surgeon entered the eye it was noticed that the haptics were kinked and he felt that the lens was defective, at this point he decided to removed the lens. The lens was removed and replaced with the same lens model and power. The prognosis is good. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of a qualified cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).